Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as no abnormality was found with the device; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that endoscopic co2 regulation unit wasn¿t regulating pressure and there was excessive pressure when inflating. The issue was found during reprocessing. There was no patient or user harm reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device could not reproduce or confirm the customer¿s reported excessive pressure issue, and found the unit passed all functional testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.